Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the power switch. Problem was resolved. System was tested to factory specifications.

Event description:
Customer reported an issue with the anestar anesthesia delivery system, which may have affected anesthesia delivery. No patient injury was reported.